Event description:
It was reported that an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece for analysis. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that the helix was retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification.